Event description:
Ous MDR - the ventricular lead was in the tricuspid valve. The patient experienced inappropriate shocks and was hospitalized. The lead was revised and remains actively implanted. There were no other adverse patient effects reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.